Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons less responsive. Customer's blood glucose level was unknown. Customer states pieces of plastic are chipped and flaking off around reservoir compartment. Customer states sometimes has to press buttons twice. The insulin pump will not be returned for analysis.